Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the procedure the tip of the angio-seal device dilator was bent. The doctor could not use the device. The patient's condition was reported to be ok. Additional information was received on january 4, 2019. The diagnostic angiography procedure was completed as normal without complications. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.